Event description:
Olympus received a medwatch form, uf/importer report #(B)(4) which stated: "during flexible cystoscopic procedure, at the area of the anastomotic stricture, the scope would not pass into the bladder. The operator could not withdraw the cystoscope. Pt was taken to the operating room for removal of the cystoscope."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the reported event, but only limited info has been provided. The device referenced in this report was returned to olympus for evaluation. The insertion tube was found to be severely dented proximal to the bending section, which resulted in an angulation of the insertion tube. Additionally, the ending section remained slightly bent. The evaluation also found cracks and scrape marks on the insertion tube proximal to the bending section. Further, the biopsy channel was found to be kinked and torn, restricting movement of endotherapy accessories through the biopsy channel. The insertion tube below the boot was found buckled, there were in excess of 50 broken image guide fibers, and the light guide lenses were cracked. The cause of the reported phenomenon cannot be conclusively determined. However, the damage found on the device was consistent with physical damage due to user mishandling, and may have caused or contributed to the reported phenomenon. The users facility requested to have the device returned unrepaired. This report is being submitted as a medical device report I an abundance of caution.